Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report no audio output and a hypoglycemic event that occurred on (B)(6) 2015. At the time of the reported event, the patient's mother noticed patient had an extreme low and mother injected glucagon into the thigh to bring patient's blood glucose (bg) values backup. Emergency services were not needed at the time as mother stated she is a registered nurse. At the time of contact with dexcom, patient was in good condition. Additional event or patient information is not available. The reported event and malfunction could not be confirmed; therefore a definitive root cause could not be determined. It should be noted that the diabetes mellitus is a known cause of hypoglycemia.